Manufacturer narrative:
The customer¿s stated issue of ¿pole clamp issue¿ was confirmed through inspection. Visual inspection confirmed all 8 pole clamps received exhibited irregularities with the helicoil. Scar # 17-i008 was opened to investigate pole clamp failure. The pcus were attempted to be used for treatment. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that there were 5 pole clamps which failed. There was no report received of any patient involvement or harm to staff as result of the pole clamp events.